Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode. The recirculation time was 3 minutes. A patient was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line is standard length and the drain height was noted as being approximately 3 feet. Follow-up information was provided by the site biomedical engineer which revealed that the issue was not able to be duplicated. Functional testing performed by the biomed confirmed that the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the issue as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, the user facility made no request for an on-site repair to be performed by a fresenius regional equipment specialist (res), and no parts were returned to the manufacturer for evaluation. Therefore, the failure mode cannot be confirmed. Although the complaint was not able to be confirmed, the following system information was provided by the user facility. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The unit was returned to service at the user facility with no further issues being reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.